Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not completing boot up.

Manufacturer narrative:
Updated field: b4, b5, b6, b8, d9, g1, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that before patient use the cardiosave intra-aortic balloon pump (iabp) failed to complete the boot-up process. Patient not involved and no harm was reported. A getinge field service engineer (fse) upon inspection, confirmed that the system was unable to load the front-end board software during boot-up. The pcb, front end, rohs was replaced, and all functional tests were completed successfully with no further issues. A preventive maintenance (pm) check was then performed, and the unit was returned to the customer. The failure analysis and testing dept. Received part number with a reported unit failure of the unit not booting up. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number revision r. Confirmed the unit fails to boot up properly. Sending the board to the supplier for failure analysis per procedure. Failure analysis received from the supplier for the part. Please see attachment. They stated the part had a suspected pcb short circuit. Root cause was not defined however probable cause is component reliability. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that before patient use the cardiosave intra-aortic balloon pump (iabp) failed to complete the boot-up process. Patient not involved and no harm was reported.